Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Analysis of the implants have not yet been completed. The fracture is consistent with previous failures seen. This is a known complication of this procedure and is cautioned in the product insert.

Event description:
On (B)(6) 2010 it was reported to k2m, inc. That a surgery took place in which two pedicle screws fractured post-operatively. Patient was revised on (B)(6) 2010.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the screw fracturing was due to excessive anatomic loading. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. Upon assessment of all k2m inc, MDR's, it was discovered that this report was not entered in the maude database and is thereby being re-submitted.

Event description:
It was reported to k2m, inc on (B)(6) 2010 that two pedicle screws fractured post-operatively. Revision surgery took place (B)(6) 2010.